Manufacturer narrative:
(B)(4). Initial report sent to FDA on 11/14/2014.

Event description:
Procedure type: roux-en-y. According to the reporter: at first, the anvil of the device had been placed in the patient. However, a device of another size was used by accident. As a result, both the device and the anvil could not be removed from the patient. The adjacent tissue had to be cut to release the device. An additional anastomosis was done to recover from the problem. The operating time was extended by more than 30 minutes. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no bleeding of over 500cc. There was no reinforcement material used.